Event description:
It was reported that urine drainage was tried for the patient during electroprostatectomy on (B)(6) 2019. However, the foley catheter was in poor condition. Due to the defective product, the urethral catheter was replaced, which increased pain for the patient. Removal of the balloon of the urethral catheter was complete.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. The potential root cause for this failure mode could be user related (example: salt accumulation)/ blocked drainage lumen/no drainage eye. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling not able to be completed due to the unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that urine drainage was tried for the patient during electroprostatectomy on (B)(6) 2019. However, the foley catheter was in poor patency. Due to the defective product, the urethral catheter was replaced, which increased pain for the patient. Removal of the balloon of the urethral catheter was complete.